Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lung wedge resection, a piece of the tip from the flexipath trocar broke off inside the patient. The piece was quickly found and retrieved. The procedure was completed with a like device and with no patient consequence.

Manufacturer narrative:
(B)(4). Date sent: 5/7/2021. D4: batch # u9584z. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined that the fp015 device was received with the sleeve torn in two sections and with dried body fluids. In addition, the fracture in the sleeve was observed and suggests that a pointy instrument was inserted through it with excessive force. It should be noted that product failure is multifactorial. The event reported was confirmed and it is related an improper use of the device. One possible cause for this type of damage may be interaction with sharp or angled edged endoscopic instruments used during the procedure. Please reference the instructions for use for more information. As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.